Manufacturer narrative:
Date of event: (B)(6) 2016

Event description:
The customer reported that the unit gave error code message of data acquisition (da) pcba adc reference failed. There was patient involvement, but no patient harm or injury reported.